Manufacturer narrative:
The device involved in this event was received for evaluation. The report of "leakage" was confirmed. As received, the distal pressure tubing male connector was completely broken. Cross surfaces of the broken luer were jagged. In addition, the zero-stopcock female luer, which was connected to flotrac housing male luer; was completely detached from housing male luer due to uncured uv adhesive. Leakage was likely due to broken luer and detached connection. No other visible damage or inconsistency was observed form returned kit. Laboratory findings were aligned with the picture of the customer, which indicated issue location on the distal pressure tubing male luer. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use with patient, this flotrac sensor leaked saline from the three-way stand-alone stopcock. There was no allegation of patient injury. The device was available for evaluation. As per evaluation results, the zero-stopcock female luer, which was connected to the flotrac housing male luer, was completely detached from the housing male luer. Patient demographics unable to be obtained.